Event description:
Revision surgery - due to the pt having disassociation of the glenosphere, of the right shoulder. The parts were not connected. The surgeon felt that bone was not cleared around the original baseplate and used the 32 planer reamer instrument for a size 36mm neutral glenoid head. It would not fully engage the morse taper to the glenosphere. The surgeon replaced it with a +4mm 36 glenoid head.

Manufacturer narrative:
The reason for the revision surgery was due to liner dissociation. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 70th complaint for this part (1 missing feature, 1 broke/cracked/damaged, 2 revision surgery, 30 dislocation, 3 pain, 6 infection, 6 trauma, 1 device loosening, 12 stability/poor joint, 8 dissociation), first for this lot. A definitive root cause cannot be determined. Factors that contribute to liner dissociation include patient excessive range of motion (rom) or high levels of physical activity and improper engagement, inadequate impaction force, and misalignment during impaction, interference with soft tissue or improperly seated bone screws and patient trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.